Event description:
It was reported the implant cracked during a surgery. Levels to be treated were l3-l5. As the surgeon went to implant the ardis implant at l4-l5, upon impaction, the implant cracked from cranial to caudal on the posterior side of the implant. The implant was left in place as it was difficult to remove. Another non-zimmer implant was used on the other side at the same level to ensure proper fusion. There was a 10 min delay to the case an no impact to the pt.